Event description:
Home patient reports that when he is done with therapy and takes the cassettes out of the machine they are leaking in the bottom corner where the tubing comes out. No damage was noted in the overpouch of the cassettes. No patient injury or medical intervention was associated with this incident per the home patient.